Event description:
The hospital reported that during the preparation for a saphenous vein harvesting procedure, the scope image was noted to be blurry. No other information was provided by the hospital. The hospital did not report any patient complications.